Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a competitor device replacement procedure, a device was connected to the implantable pacing lead (ipl) and then, foreign material was aspirated while cleaning inside the pocket. Although it appeared to be a part of the ipl, no damage was observed on the lead appearance, and no issues were found in the lead measurements. The ipl was explanted. No patient complications have been reported as a result of this event.